Event description:
A modeel 754 ventilator alarmed and the lcd screen went blank during use requiring medical intervention. Extensive testing and inspection could not duplicate any problem. The equipment was found to be operating within all performance specifications. No serious injury resulted from this incident.